Manufacturer narrative:
Same patient as MFR# 2183959-2019-61504.

Event description:
It was reported artificial urinary sphincter (aus) was explanted because the system was not functioning due to fluid loss. Upon explantation there was a little hole found in the cuff. Further information was requested and not yet received. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Same patient as MFR# 2183959-2019-61504.

Event description:
It was reported artificial urinary sphincter (aus) was explanted because the system was not functioning due to fluid loss. Upon explantation there was a little hole found in the cuff. It was further reported that the patient experienced recurring incontinence. Product was explanted returned. A supplemental report will be filed after product analysis has been completed.

Event description:
It was reported artificial urinary sphincter (aus) was explanted because the system was not functioning due to fluid loss. Upon explantation there was a little hole found in the cuff. It was further reported that the patient experienced recurring incontinence. Product was explanted returned. A supplemental report will be filed after product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. Same patient as MFR# 2183959-2019-61504.